Event description:
The initial reporter stated they received discrepant results for four patient samples tested with ise indirect na, k, cl for gen.2 on a cobas 8000 ise module. The initial values were reported outside of the laboratory. The samples were repeated on a second analyzer and these values were deemed correct. The first sample initially resulted in a na value of 153.9 mmol/l and repeated as 139.3 mmol/l. This sample initially resulted in a cl value of 113.2 mmol/l and repeated as 101.5 mmol/l. This sample initially resulted in a k value of 5.93 mmol/l and repeated as 5.37 mmol/l. The second sample initially resulted in a na value of 153.4 mmol/l and repeated as 139.3 mmol/l. This sample initially resulted in a cl value of 114.7 mmol/l and repeated as 103.2 mmol/l. This sample initially resulted in a k value of 5.16 mmol/l and repeated as 4.68 mmol/l. The third sample initially resulted in a na value of 154.7 mmol/l and repeated as 140.2 mmol/l. This sample initially resulted in a cl value of 114.1 mmol/l and repeated as 102.8 mmol/l. This sample initially resulted in a k value of 4.56 mmol/l and repeated as 4.15 mmol/l. The fourth sample initially resulted in a na value of 152.9 mmol/l and repeated as 139.6 mmol/l. This sample initially resulted in a cl value of 114.5 mmol/l and repeated as 103.8 mmol/l. This sample initially resulted in a k value of 5.04 mmol/l and repeated as 4.6 mmol/l. The na electrode lot number was u5003, the k electrode lot number was b8295, and the cl electrode lot number was n3088. The electrode expiration dates were requested, but not provided.

Manufacturer narrative:
The field service engineer found that the vacuum nozzles were not sufficiently cleaning the mixing chamber. The vacuum nozzles were replaced. The investigation determined the service actions resolved the issue.